Event description:
It was reported that the programmer was dropped. The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the media bay door was missing the latch and the power cord bay door was missing the tabs. It was also noted that system errors had occurred in the past and the hard drive was out of specification.